Event description:
Allegedly, aoanjrr reported 530 cases, 14 complication ( 5 prosthesis dislocation, 7 loosening and 2 fracture). No further information was reported on the matter. This incident is capturing 2 fracture.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.